Event description:
Additional information received indicates the pain at the ipg site has resolved.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced pain at the ipg site due to shifting and weight loss. Surgical intervention took place wherein the ipg was replaced and placed deeper in the pocket site and re-oriented. Ipg was electively replaced.